Manufacturer narrative:
(B)(6). Bd received 5 samples from the customer facility for investigation. The customer samples were evaluated and the customer¿s indicated failure modes of "clogged tubing", "leakage between blood collection needle and adaptor", and "hairline cracks on the wing" with the incident lot was not observed as all samples met the required specifications. All samples were visually inspected and no hairline cracks or other damage was observed. Leakage testing was conducted on the returned samples, and no leakage was observed. Flow testing was also performed, and all samples met specifications. Additionally, 10 retention samples were selected from in-house inventory and inspected for hairline cracks or other damage and no issues were observed. Leakage testing and flow testing were also conducted, and all retention samples met specifications. The manufacturing records were reviewed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set had blood leakage and a crack in wings and clogged tubing. No injury or medical intervention.